Event description:
Info received indicates the right side rail will not latch due to a bent side rail mounting bracket.

Manufacturer narrative:
The tech replaced the side rail mounting bracket to repair the bed.